Event description:
Pt was induced and lma inserted. Md felt pt developing bronchospasm, removed lma & intubated. O2 sat started falling-difficult to ventilate with anes. Machine-bag difficult to squeeze. Disconnected pt to use ambu bag for transfer to hospital & and noted bag on circuit continued to fill. Machine immediately removed from service until checked by service rep who noted that "co" absorber was full of water and valve on inspiratory arm seemed to be stuck closed. Although he was unable to reproduce the problem.